Event description:
It was reported that during the pre-insertion check, the device would only inflate 50% of the time. The device was not used.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction since improper inflation may lead to an increase in leakage of fecal material. This may expose the pt to the risk of wound contamination/infection. The "precautions and observations" section of the product insert instructs interventions as some "leakage of stool around the device" is to be expected. Thus, the standard clinical practice is to cover wounds with barrier dressings to facilitate healing and reduce the risk of potential fecal contamination. This occurred before use with no affect on the pt. No add'l info has been provided to date. Should add'l info become available a f/u report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on august 12, 2015. Third party manufacturer reviewed the batch records for lot# 12fm09 and no exceptions were found. Four retention samples were also reviewed and the appearance of the balloon/inflation port, catheter body and valve function were normal. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification as perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. Have been updated to reflect the applicable information. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).